Manufacturer narrative:
The beckman coulter field service engineer (fse) confirmed that the probable cause identified as malfunctioning ion selective electrolytes (ise) tubing. The fse replaced the ise tubing, to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned low sodium patient results generated on their dxc500au clinical chemistry analyzer (p/n c63522 sn (B)(6)). There was no report of injury, death or delayed/change in treatment or diagnosis associated with this event. The customer did not provide patient demographics.